Manufacturer narrative:
Result: device was confirmed to have its tip fractured as reported. The device was returned for evaluation and the reported event was confirmed via visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A manufacturing history review revealed that the screwdriver is approximately 7 years old. The plausible root cause of the reported event was determined to be normal wear and tear due to the age of the instrument.

Event description:
It was reported that during initial implantation, the surgeon wanted to reposition a screw. The surgeon attached the screwdriver on the screw, started to rotate and the tip of the inner sheath broke. The tip remains in the head of the screw. There are no adverse health consequences to the patient.

Event description:
It was reported that during initial implantation, the surgeon wanted to reposition a screw. The surgeon attached the screwdriver on the screw, started to rotate and the tip of the inner sheath broke. The tip remains in the head of the screw. There are no adverse health consequences to the patient.